Manufacturer narrative:
H3, h6) the instrument retention collar had broken free of the handle releasing the ball bearing and spring from within. As such, the handle will not retain inserted instruments. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon delivery, the ratcheting small straight handle was missing a metal ball that allowed the handle to stay on the instruments. The other one received was working as intended. No patient was present.